Event description:
It was reported that the patient reports to the doctor redness and hives on the border of the surgical drape. Verbatim: chloraprep, ref miq-12172021-1731. Hello, attached is the pharmacovigilance document following the use of chloraprep in orthopedic surgery at the semur en auxois ch, the surgeon who reported this case to me and dr /omit/, here is his email address: ¿¿surgical intervention on (B)(6) 2021 of the upper limb, disinfected with chloraprep. On (B)(6) 2021, the patient reports to the doctor redness and hives on the border of the surgical drape. Dr /omit/ reports to me this problem on today at 11:50. The doctor will open a pharmacovigilance case also. Here you have his e-mail address: ..." And from the e-mail below: ¿¿attached is the pharmacovigilance case following the use of chloraprep in orthopedic surgery at the ch of semur en auxois, the surgeon who reported this case to me and dr. /omit/, here is his email address: ... ¿¿

Manufacturer narrative:
No additional information was provided by semur en auxois ch (france). Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that the patient reports to the doctor redness and hives on the border of the surgical drape. Verbatim: chloraprep, ref (B)(4). Hello, the pharmacovigilance document following the use of chloraprep in orthopedic surgery at (B)(6), the surgeon who reported this case to me and dr /omit/, here is his email address: ¿¿surgical intervention on (B)(6) 2021 of the upper limb, disinfected with chloraprep. On (B)(6) 2021, the patient reports to the doctor redness and hives on the border of the surgical drape. Dr /omit/ reports to me this problem on today at 11:50. The doctor will open a pharmacovigilance case also. Here you have his e-mail address:" and from the e-mail below: "the pharmacovigilance case following the use of chloraprep in orthopedic surgery at (B)(6), the surgeon who reported this case to me and dr. /omit/, here is his email address:¿¿